Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to high threshold. Moreover, it was confirmed through x-ray that the lead was being pulled by the downward movement of the body. The lead remains in service. No additional adverse patient effects were reported.